Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen screen, critical pump error and multiple pump errors. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was beeping and also had critical pump error. It was reported that they had multiple pump error alarms and the insulin pump screen did not turned off. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until replacement pump arrives. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.